Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced the needle deploying on its own. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.